Event description:
Pt indicated that she experienced hypoglycemia. Pt indicated that she was able to raise her blood glucose by consuming glucose. Pt indicated that she passed out and ems was contacted. Pt indicated that blood glucose was 25 mg/dl and she was given IV glucose solution. Pt indicated that she received an 09 (technical inspection due). Pt stated that she believed that the 09 message could have caused overdelivering of insulin.